Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about a year post implant, the patient's implant site had "a hole," the physician closed the site once, however, the site has opened again. The patient reported having a "large blister and had it drained." The result was clear fluid with no infection. The "hole" in the patient's skin is "red all the time and there is an open hole right on the scar. Started as a dot and currently about the size of little fingernail." The patient could "hear fluid swishing around when moving and feels slight pain." The patient has an appointment with the wound healing department associated with the hospital. The patient feels these events may be related to the pace maker and "feels a little buzz every now and then when the device shifts." The patient also questioned if the battery may be leaking. The device is still active in the patient. It was further reported that the patient's left ventricular (lv) lead "was not working and the physician added another lead." The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.